Event description:
A double lumen 5.0 french uvc line was placed under sterile technique and two carefusion maxzero needless connectors were connected on the end of the uvc line. One of the connectors leaked back blood into the connector and had to be replaced prior to transport to a higher level of care facility.